Event description:
The patient underwent embolization of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Manufacturer narrative:
Conclusion: anticipated procedural complication.physical analysis could not be performed due to device disposal. From the information available, there is no indication that the reported event is related to product specification. There is also no indication that the subject device malfunctioned. However, stroke is a known and anticipated complication associated with such procedures and is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Manufacturer narrative:
Describe event or problem: corrected the type of procedure performed.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Manufacturer narrative:
Additional information was received from the user facility that supplied the lot number of the device. A review of the device history record was performed and confirmed that the device met all material, assembly and performance specifications upon its release.